Event description:
It was reported that the bd nexiva¿ closed IV catheter system was found with foreign matter. The following information was provided by the initial reporter translated from japanese. ¿the customer reported about fm found with the product.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.